Event description:
Clinical study. It was reported that 314 days post index procedure, the pt experienced a target vessel revascularization (tvr). The index procedure treated a de novo lesion in the mid left anterior descending (lad) artery. The physician direct stented the lesion with a 3.0 x 12 mm taxus express2 drug eluting stent. The pt received heparin during the procedure. The pt was discharged one day later, on aspirin and plavix. On day 314, the pt presented with increasing chest pain, and a subsequent stress test was positive. Cardiac catheterization revealed 75% in-stent restenosis involving the proximal area and some plaquing distal to the stent. Initially, a 2.5 x 8 mm cypher stent was placed overlapping the taxus express2 stent distally. After this was deployed, there was further intimal disruption. Lastly, a 3.5 x 13 mm cypher stent was placed in the in-stent restenosis. Good angiographic results were achieved, and residual stenosis was 10%. The pt was discharged on plavix and aspirin.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.